Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The distal end of the catheter was kinked in several areas near the distal end. The working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A .035¿ guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the proximal end of the working channel sleeve appeared to be attached to the pebax (bonded length). The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds image was lost. Reportedly, there was no visible damage with the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.